Manufacturer narrative:
Service personnel (sp) inspected the ventilator and found and alert code. The sp cross-checked the ventilator with a direct current (dc) -dc printed circuit board (pcb) and replaced the same to address the issue. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The dc-dc converter pcb was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and the following was observed: the capacitor c83 had a red x marked on it by the customer or service engineer. There was also other red marker text on the pcb. There was no evidence of any thermal damage to the pcb. Preliminary testing of the pcb, using the multimeter, revealed the following: there was a resistance reading of 2.5 ohm (short circuit) across the capacitor c83. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a power on self test (post) error code. The ventilator was not in use on a patient at the time of the reported event.